Event description:
On (B)(6) 2010, the patient was implanted with an scs system. On (B)(6) 2010, the patient called the clinical specialist and reported that the amplitude on the ipg could not be increased above perception. The following day, the specialist met with the patient and tried increasing the amplitude, to no avail. The impedance was measured and was low on all contacts. The clinical specialist reprogrammed the patient and was able to achieve sufficient stimulation for the patient. Later that evening the patient's stimulation stopped. The ipg would not communicate with the programmer or charger. On (B)(6) 2010, the patient reported feeling a shocking sensation when reaching or leaning pack. The ipg was explanted on (B)(6) 2010.

Manufacturer narrative:
The device history and sterilization records were reviewed. The device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.